Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. It was noted that the right ventricular (rv) lead exhibited high pacing impedance, failure to capture, insulation break and an unspecified impedance problem, and the right atrial (ra) lead exhibited high capture thresholds. While attempting to explant the leads, it was noted that the rv lead's helix failed to retract, and the ra lead could not be removed manually. The rv and ra leads were successfully explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.